Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was reported that the patient¿s tape was itchy. They experienced itchy redness, soreness, irritation, and a rash from the tape. It was noted that they went to their healthcare professional ¿tomorrow¿ and got it replaced and got some antibiotics for it. There were no device issues reported.